Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator became inoperable during use. The patient was transferred to another ventilator and there was no harm to the patient. It was reported that the customer had run self-testing on the device and has had no issues since. The technical support engineer (tse) recommended that the customer replace the solenoid. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.